Event description:
It was reported that several patients in a peritoneal dialysis (pd) clinic were diagnosed with peritonitis over a short period of time. The clinic was inquiring if other clinics had an uptick in infection rates as these patients were known to be compliant with aseptic technique procedures. It was reported that this pd patient was seen in the pd clinic on (B)(6) 2025 due to cloudy pd effluent and abdominal pain. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g for 1 dose then increased to 2g for three weeks. Additionally, the patient was given ip fortaz 1g for 3 days until the culture results were received. The patient¿s white blood cell (wbc) count was 6,501 with 90% pmn cells. The culture was positive for enterococcus faecalis. The patient was not hospitalized. The patient had a second culture (date not provided) which showed the infection was cleared. The cause of the peritonitis has not been determined. The patient did not report any gastrointestinal issues. The patient was not on antibiotic therapy prior to the event and was not hospitalized prior to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the peritonitis event. Although there were questions by the clinic as to whether the peritonitis event could have been caused by the products used by the patient, the clinic did not allege that the products were contaminated. They were unable to confirm the cause of the patient¿s peritonitis event. The patient did not report any leak, defect, foreign matter, or discoloration on any products. The patient properly stored all supplies in the home and did not expose the supplies to any conditions where bacterial growth could occur. The lot numbers of the products were not supplied. The patient¿s culture was positive for enterococcus faecalis. Enterococcus spp. Are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract. Enterococcal peritonitis probably results from touch contamination and possibly from gi sources. Even though the patient reportedly follows protocol for aseptic technique and did not report any gi issues, the likely cause of the peritonitis event is contamination from a gi source. Although the cause of the peritonitis was not determined, based on the available information and no evidence of malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.